Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed self test, error test, basic occlusion and displacement test. Unable to prime unit during prime test due to faulty fsr (gold). Unable perform occlusion test or excessive no delivery test due to prime anomaly. No failed battery test alarms were noted. Unit received with cracked case at display window corners and display window. Unit received with minor scratched display window and case. Unit received with stained end cap sticker. Unit received with partially broken reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a failed battery. Troubleshooting was performed and the insulin pump will return.